Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'downstream occlusion alarms repeatedly despite no occlusion' which were verified through a review of the event history log by the presence of 'downstream occlusion! Messages but was not duplicated during evaluation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. The ' downstream stream occlusion!' Alarms in the log were likely a result of normal pump operation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.